Event description:
Legal claim was received. The patient's medical records indicate that she was revised to address infection. The patella and tibia were close to being loose and came out easily. The femoral component came out with minimal bone loss. Update: 12/6/2011 - litigation papers were received. The insert is now considered reportable.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.